Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection the device has scuffing on the outside radius. The face show scratches. The taper of the returned device was reviewed via optical microscopy. The assigned score was 3, resulting in a consensus modified goldberg score of 3. A score of 3 corresponds to 'fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris'. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause for the corrosion cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03880, 0001825034-2020-03882, 0001825034-2020-03883.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised approximately 15 years later due to unknown reasons. It was noted the patient had a hematoma and the head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.